Event description:
It was reported that during a stenting treatment procedure, removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with an unspecified balloon catheter. The device was advanced, but was unable to cross the lesion. While withdrawing the device, a "stent strut got stuck to the guiding and removed as well." The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with an unspecified balloon catheter. The device was advanced, but was unable to cross the lesion. While withdrawing the device, a "stent strut got stuck to the guiding and removed as well." The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the stent was not on the balloon and not returned. The balloon was found to have stent impressions on it and pillowing of the balloon indicating that the stent was crimped in the correct location during manufacturing. Severe kinks were noted along the entire length of the hypotube. No issues were noted with the profiles of the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).